Event description:
Based on additional information received on 18-jan-2017 from the physician, this case became medically confirmed. Also the case initially considered as nonserious was reassessed as serious as a serious event of allergic reaction to the drug was added with seriousness criteria as required intervention. Also the case became valid from invalid as the number of patients was updated from unknown to one. This case is cross referenced to case ID: (B)(4). (Cluster) this unsolicited case from (B)(6) was received on 11-oct-2016 from a patient's acquaintance. This case involves a (B)(6) female patient who received treatment with synvisc one and after few days of starting treatment experienced allergic reaction to the drug. The medical history of the patient included right knee chondral lesion undergoing surgical treatment on an unspecified date. No concomitant medications, past drugs or concurrent conditions were reported. On an unknown date in (B)(6) 2016, the patients initiated treatment with intra-articular synvisc one injection, at the dose of 6 ml, single dose, annually (indication, batch/lot number and expiration date: not provided) on an unspecified location. On an unknown date in (B)(6) 2016, few days after starting treatment, the patient presented synovitis and right knee edema, therefore the patient's physician performed to the patient arthrocentesis by arthroscopy as a corrective measure. The patient recovered approximately 3 weeks later. The physician commented that the culture of joint fluid did not show infection and the results were normal and related the edema with a probable allergic reaction to the drug. The reporter did not provide further information. Corrective treatment: arthrocentesis by arthroscopy. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 18-oct-2016. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 18-jan-2017 from the physician. The case initially considered as nonserious was reassessed as serious as a serious event of allergic reaction to the drug was added with seriousness criteria as required intervention. Also the case became valid from invalid as the number of patients was updated from unknown to one. The event of allergic reaction to the drug was added along with the details and the event of synovitis was captures as a symptom of the event allergic reaction to the drug. Medical history of the patient was added. Related case ID was added. Clinical course was updated and text was amended accordingly.

Event description:
Based on additional information received on 18-jan-2017 from the physician, this case became medically confirmed. Also the case initially considered as nonserious was reassessed as serious as a serious event of allergic reaction to the drug was added with seriousness criteria as required intervention. Also the case became valid from invalid as the number of patients was updated from unknown to one. This case is cross referenced to case ID: (B)(4) (cluster). This unsolicited case from (B)(6) was received on 11-oct-2016 from a patient's acquaintance. This case involves a (B)(6) female patient who received treatment with synvisc one and after few days of starting treatment experienced allergic reaction to the drug the medical history of the patient included right knee chondral lesion undergoing surgical treatment on an unspecified date. No concomitant medications, past drugs or concurrent conditions were reported. On an unknown date in (B)(6) 2016, the patients initiated treatment with intra-articular synvisc one injection, at the dose of 6 ml, single dose, annually (indication, batch/lot number and expiration date: not provided) on an unspecified location. On an unknown date in (B)(6) 2016, few days after starting treatment, the patient presented synovitis and right knee edema, therefore the patient's physician performed to the patient arthrocentesis by arthroscopy as a corrective measure. The patient recovered approximately 3 weeks later. The physician commented that the culture of joint fluid did not show infection and the results were normal and related the edema with a probable allergic reaction to the drug. The reporter did not provide further information. Corrective treatment: arthrocentesis by arthroscopy. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 18-oct-2016. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 18-jan-2017 from the physician. The case initially considered as nonserious was reassessed as serious as a serious event of allergic reaction to the drug was added with seriousness criteria as required intervention. Also the case became valid from invalid as the number of patients was updated from unknown to one. The event of allergic reaction to the drug was added along with the details and the event of synovitis was captures as a symptom of the event allergic reaction to the drug. Medical history of the patient was added. Related case ID was added. Clinical course was updated and text was amended accordingly. Additional information was received on 01-feb-2017. Investigation summary was received and processed.